Event description:
Boston scientific received information that this right ventricular lead displayed high pacing thresholds due to a lead dislodgement. A procedure was performed to reposition the lead successfully. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.